Event description:
Following implant the device could not be interrogated. Technical support was contacted suggested device replacement. The device was explanted and replaced to resolve the issue. The patient was in stable condition.

Manufacturer narrative:
Additional information: analysis performed indicates the device was able to communicate with the programmer normally throughout the analysis exhibiting normal functionality. Additionally, inspection of the feedthrough pins shows no contaminants or foreign material that could have contributed to the reported complaint.